Manufacturer narrative:
This report is submitted on may 16, 2023.

Manufacturer narrative:
This report is submitted on april 17, 2023.

Event description:
Per the surgeon, the patient experienced pain 24 hours a day since implantation surgery on the right side of her head. The patient tested positive for titanium. The device was explanted on (B)(6) 2023. The patient was re-implanted with a new device in the same procedure.